Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date: n/a .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt states used to charge daily and now only using 20% of charge. Patient service specialist (pss) had a hard time understanding issue as the call was very muffled. Pss asked whether the ins was not draining or if it was the controller, pt states both doing this. Pss still had a hard time understanding exact issue. Pt mentioned just having device taken out as she's too old for this. Pss tried to clarify whether person or the controller lasting. Pt states she is seeing settings not available. Pt states she used to feel stim and now doesn't, pss tried to clarify as though she couldn't increase because of settings not available. Pt states she's been sick and hard to talk through this. Pt was at 80% ins and 90% controller and pt was able to charge during call. Pt mentioned she has to reset to get battery working. Pss tried to clarify whether ins off and pt became upset stating hard to understand this all. Pt states saw settings not available before maybe 6 months when rep changed it. Pss reviewed to talk with hcp on the settings not available.